Event description:
Duraphase prosthesis inserted on october 13, 1992. October 14, 1992 a.m. Glans penis noted to be purpoel bandage removed. October 16, 1992, patient returned to surgery to have implant removed. October 25, 1992 most of glans dry and harddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.